Manufacturer narrative:
This report is being filed to provide corrected information in e.1 and e.3 and additional information in b.6. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10 investigation : the device history records (DHR) were reviewed for this lot. There were no events noted in the DHR that would have contributed to the elevated wbc count experienced by the customer. Root cause : the analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. It is possible, though not conclusive, that wbcs may have exited the lrs chamber throughout the procedure. Based on the available information, it is possible that this leukoreduction failure is donor related. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminate the platelet product. However, in this procedure, the detected wbc levels remained below the alert triggering level.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not show a conclusive root cause for the higher than expected wbc content in the platelet product reported for this collection. There were no events (alerts, adjustments, changes in pump speed, substate changes, etc.) During the procedure that could have caused wbcs to escape from the lrs chamber. It is possible, though not conclusive, that wbcs may have exited the lrs chamber throughout the procedure. Based on the available information, it is possible that this leukoreduction failure is donor related. The trima accel device has software algorithms that use the rbc detector output to monitor and flag if a potential wbc saturation of the lrs chamber occurred, possibly triggering if wbc cells exiting the lrs chamber and potentially contaminate the platelet product. However, in this procedure, the detected wbc levels remained below the alert triggering level. Investigation is in process. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: 81051930 wbc count is not available at this time. The platelet collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide corrected information b.6.